Manufacturer narrative:
Footboard.

Event description:
It was reported by service report that the foot board controls are not working. There was patient involvement, however, no adverse consequences are reported.